Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital after receiving a appropriate therapy. Device interrogation of the implantable cardioverter defibrillator revealed an error message. Patient did not experience any consequences because of the message. Physician decided to monitor the patient.

Manufacturer narrative:
Please retract this report 2017865-2018-18249. This event was previously reported on MDR 2017865-2018-18098 under the correct serial number (B)(4).